Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, lot#: j0417628v, implanted: (B)(6) 2004, product type: lead. Product ID: 3708260, serial#: (B)(4), implanted: (B)(6) 2007. Other relevant device(s) are: product ID: 3887-33, serial/lot #: (B)(4), ubd: 05-mar-2008, UDI#: (B)(4); product ID: 3708260, serial/lot #: (B)(4), ubd: 28-mar-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical stud regarding a patient receiving gablofen 2000 mcg/ml for a total dose of 330 mcg/day via an implantable pump. It was reported the patient was not getting the same relief after pump replacement. It was noted the pump was replaced on (B)(6) 2020. It was noted that the hcp had a hard time withdrawing from the catheter access port (cap) and also got some blood back. Surgical intervention occurred as the pump segment of the catheter was replaced. It was noted the issue was resolved at time of report. The patient's status was alive-no injury. The patient's weight and medical history were asked, and will not be made available. The event date was (B)(6) 2020. No further complications were reported.